Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was high, however, an exact bg level was not provided. A correction injection as well as a correction bolus were administered to address bg. A system check reveled blockage in the cartridge was causing occlusions. The customer replaced the cartridge and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.